Manufacturer narrative:
Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the instrument to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Root cause of this failure is attributed to a component failure. Additional findings not reported by the site: the instrument was found to have a broken bipolar yaw pulley. The broken piece was missing and size of missing piece was approximately 0.065¿ x 0.143¿. Broken instrument bipolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument. The instrument was also found to have a frayed grip cable at the distal idle pulley.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument was unable to coagulate. The procedure was completed with no reported injury.